Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user's wife reported multiple low blood glucose readings that occurred on (B)(6) 2025, with the lowest at 52 mg/dl. The patient and wife expressed concern that the ilet was delivering too much insulin. The ilet alerted for low blood glucose. Lows were self-treated with juice and glucose tablets, and blood glucose was corrected. No medical intervention or outside assistance was required, and no symptoms were reported.